Event description:
3/21/01 call from alcon rep re: recall of acrysof iol. 3/26/01 received fax from alcon re: iol ma30ba 22.5. Letter from alcon dated 3/5/01. The alcon iol was implanted into pt in 2001. Surgeon notified by hosp staff.